Event description:
It was reported that no sensing, no pacing and high impedance were detected during implant. The lead was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported sensing, capture, and impedance anomalies could not be confirmed. Visual inspection did not find any anomaly. Tests performed indicated normal electrical characteristics.